Event description:
Covid: I have taken 4 rapid tests using the quidel quickvue otc covid 19 test and tested positive on all. I tested positive 2 days in a row in early october, and followed up the same day with a hospital based pcr test that was negative. After the first positive test I had my wife review it and observe my subsequent rapid test to make sure I was doing it correctly. And I was. In early january I again was feeling sick, so I tested 2 days in a row, observed by my wife, and tested positive and followed it up on the same day with my doctor and my doctor's lab tested me with a tested me with a rapid test and a pcr test and both were negative. I have searched the literature and can't really find anything about this issue and wanted to point it out to you for investigation. The quidel lot number is 3644626. FDA safety report ID# (B)(4).